Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory review (not incoming inspection) of the packaging of an ez-io needle it was noted that the protection cap has come loose and the needle protruded through the packaging. The needle was stored in a module bag in rescue vehicle.